Event description:
On (B)(6) 2015, a call was received for the customer's mother which alleged a variance between four (4) inratio inr results and a laboratory inr result. Results are as follows: date: 02/11/2015. Inratio inr: 2.8, 1.9, 3.1 and 3.4 laboratory inr: 206. Therapeutic range: 2.5 - 3.5. The inratio tests were performed consecutively and the laboratory test was performed forty (40) minutes after the inratio tests. The testing was performed on a 19 month old child which is considered off label use. In addition, improper technique was noted as the inratio tests were performed by using a heel stick instead of a finger stick. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. The retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances and the lot met release specification. An improper technique was identified in the complaint. This cannot be ruled out as a cause for the unexpected results. The patient was reported to be under 18 years of age. This is considered to be off-label use, and cannot be ruled out as a cause for the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.